Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. Further testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the customer's reported non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.